Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported by the nurse coord. That the pt was admitted twice in one week for elevated lactate dehydrogenase (ldh) and previous watt spikes associated with pulsatility index (pi) events. To rule out pump thrombosis, the pt is currently on heparin gtt, urinalysis is negative, and no further watt spikes were noted. The pump speed was reduced with adequate flows maintained. The hosp feels concerned that something may be collapsing over the inflow due to the pt's high mean arterial pressure (map) being greater than 90. The pt continues to be monitored.